Event description:
It was reported that the patient presented with high dft. The implantable cardioverter defibrillator was explanted and replaced. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, there was no device malfunction. The high dft was patient related. The patient¿s condition before, during and after the procedure was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.